Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated, and a shorted indicator was observed. In addition, episode evaluation demonstrated noise on the ventricular rate/sense lead, which in turn resulted in inappropriate episode generation. The physician elected to invasively evaluate the device lead system.